Manufacturer narrative:
Product ID 3889-28, lot# va1nxtr, implanted: (B)(6) 2018, product type lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 mpxr 577824 (hcp, rep): information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell on their buttocks. Impedance testing showed damage to 50% of the lead and that the ins had migrated superficially due to the blunt force. The patient was programmed around the damaged configurations to see if therapeutic effect returns. The patient was to be seen by the physician in 6 weeks to determine of surgical intervention is necessary. It was noted that the patient had >50% improvement prior to their fall. The issue was reported as not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. There were no further complications reported or anticipated. (B)(6) 2019- crts 3809713 x 3(con): [refer to (B)(4), damaged pp; blank screen; low battery, for details pertaining to the related event] additional information was received from the consumer. The patient reported they fell in (B)(6) 2018 and was told in november that the stimulator was damaged/the stimulator was damaged from a fall in (B)(6) 2018. The patient then reported they saw another manufacturer representative (rep) in the last week and they were told nothing was wrong, which was conflicting information than what has previously been reported. The patient called on (B)(6) 2019 and reported again that the internal devices were damaged after their fall and that they met with the manufacturer representative (rep) who had previously reported this event and the rep helped determine this. The patient then mentioned again the new rep they ¿just saw¿ for a follow up and this rep reported there was nothing wrong with the patient¿s devices, which was conflicting information. There were no further complications reported/anticipated.

Manufacturer narrative:
Date of event was reported as (B)(6) 2018. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-feb-2022, UDI#: (B)(4), implanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient fell on their buttocks. Impedance testing showed damage to 50% of the lead and that the ins had migrated superficially due to the blunt force. The patient was programmed around the damaged configurations to see if therapeutic effect returns. The patient was to be seen by the physician in 6 weeks to determine of surgical intervention is necessary. It was noted that the patient had >50% improvement prior to their fall. The issue was reported as not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they contacted their urologist¿ office several times and finally reached a nurse. The patient stated that they were misinformed about being able to obtain x-rays. Due to their other injuries, the patient had to reschedule their appointment with the manufacturer¿s representative. It was further reported that, upon a very thorough examination, the representative and patient discussed the facts of the remote as well as the device being damaged. It was decided that since there were some leads still being intact, they would reprogram and, after about 6 weeks ((B)(6)) they would make a final decision as to the need to replace the device. Further follow up information received from the patient on (B)(6), 2019 reported that not all of their leads were intact from their accident. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.